Manufacturer narrative:
(B)(4). The returned samples were investigated - one device was contaminated, all other devices were according to the specification; all items of this specific item number were blocked at the manufacturer's warehouse; an irregularity report was sent to the supplier, for further investigation regarding errors, problems during the production process; the supplier of the medical device investigated the provided samples and found no further contaminated product. The analysis of the substance, which was found on the medical device was identified as a silicone oil which is used in an earlier step of the production of this medical device. The contamination occured during the check of the finished item by an employee which is normally responsible for checking the siliconisation process at another production line. The employee touched the affected medical device with gloves, which were contaminated with the silicon oil. Normally the final check is done by another person, who made a short break. The contamination of the medical device occured due to the fact, that the employee who did the final check of the medical device, did not change gloves to avoid contamination with silicon oil. Besides the refreshing training to all related persons to strictly follow the working procedure to always discard the products remained on the machine during the checking time, they will additionally define in the procedure to change to the new gloves every time after conducting any activity on the silicone coating station or the solvent applying station. Due to the fact that only one contaminated medical device was found and the information provided by the supplier that this was a singular incident, which is not based on a systematic error, it was decided, that a field safety corrective action is not required. Based on the investigation and rout cause analysis together with the physical manufacturer, we decided not to initiate a field safety corrective action in kind of a product recall for this batch. In addition to the above mentioned measures we decided to implement visual check of inner surface of the product during incoming goods inspection at greiner bio-one.

Event description:
The customer found one medical device, which showed a contamination on and in the luer connector of the device. The device was not used - the contamination was detected before use.